Event description:
It was observed that during the device evaluation, the subjected device exhibited a defective r-unit (charged coupled device) and a dented outer tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: right ccd (charged coupled device) cannot be positioned due to defective r-unit (charged coupled device) caused by a component failure of the r-unit, and outer tube is dented caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.